Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin centrifugal pump system with tubing clamp displayed a numerical error code during a procedure. There was no report of patient injury. A sorin group field service representative spoke with the customer and found they plan to replace the scp drive unit per the service manual. No service has been requested. The customer uses competitor disposables with the sorin scp drive unit. The customer stated that the unit continued to run, even with the error displayed. According to the current IFU, sorin group cannot guarantee the functionality of the sorin s5 system when used with non-sorin manufactured disposables or accessories. As the involved unit could not be investigated, a root cause could not be determined and corrective actions were not identified. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Customer replacing whole unit.

Event description:
Sorin group (B)(4) received a report that the sorin centrifugal pump system with tubing clamp displayed a numerical error code during a procedure. There was no report of patient injury.